Event description:
Name of procedure being performed: vnotes hysterectomy. Detailed description of event: hospital: [facility], model #: c2a12, lot #: 1527639. The medical device was opened during surgery. The nurse noticed a hole in the packaging after the device was opened and before it was about to be used on the patient. The device was not used, and the procedure switched to laparoscopic due to the patient's anatomy. The product and its packaging will return to amr. The account manager will provide a picture of the packaging. Additional information provided by [name] on 05dec2024 via email: to specify. The circulator nurse opened the outer peel pack as the scrub tech reached in to remove the plastic packaging that contained all the components. At that point the circulator was checking the packaging she peeled open and found a hole in that peel pack, and then directed the scrub tech not to open the remaining plastic packaging and to hand it off. My reason for bringing this up is that there is no reason to sterilize the product before returning to rsm. It was never removed from the inner plastic container packaging. So, they will be returning the unopened plastic packaging, the damaged peel pack packaging, and it will be in the original product box. Type of intervention: changed to laparoscopic procedure due to patient's anatomy. Patient status: no patient injury indicated.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: vnotes hysterectomy. Detailed description of event: hospital: [facility]. Model #: c2a12. Lot #: 1527639. The medical device was opened during surgery. The nurse noticed a hole in the packaging after the device was opened and before it was about to be used on the patient. The device was not used, and the procedure switched to laparoscopic due to the patient's anatomy. The product and its packaging will return to amr. The account manager will provide a picture of the packaging. Additional information provided by [name] on 05dec2024 via email: to specify. The circulator nurse opened the outer peel pack as the scrub tech reached in to remove the plastic packaging that contained all the components. At that point the circulator was checking the packaging she peeled open and found a hole in that peel pack, and then directed the scrub tech not to open the remaining plastic packaging and to hand it off. My reason for bringing this up is that there is no reason to sterilize the product before returning to rsm. It was never removed from the inner plastic container packaging. So they will be returning the unopened plastic packaging, the damaged peel pack packaging, and it will be in the original product box. Type of intervention: changed to laparoscopic procedure due to patient's anatomy. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a hole in the packaging. Based on the condition of the returned unit, it is possible that the hole in the packaging was caused by improper handling of the unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.